Event description:
It was reported that pump housing surrounding charging port was cracked and charging was inconsistent unless cable was positioned in a specific way. No information was provided regarding impact to the customer¿s blood glucose level. Customer declined follow up from technical support, was out of warranty and in process of renewal, and no additional corrective actions or outcomes were reported.